Event description:
It was reported that the customer's insulin pump was cracked. Her blood glucose was 374mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. A.m. (B)(4) 2014. (B)(4).